Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a permanent cautery hook instrument was allegedly stuck on universal side manipulator (usm) arm 3. Before calling technical support, customer used an instrument release kit (irk) and pressed emergency stop (e-stop) button to make instrument tip straight, but the instrument remained getting stuck inside the cannula. The instrument base was properly released from sterile adapter. Customer stated that the instrument was having some kind of mechanical obstruction within the cannula, and they were able to see the instrument and cannula edge. Tse suggested to remove instrument and cannula at the same time and this resolved the issue. Upon removal, the instrument tip was confirmed bent upon inspection. The procedure was continued after installing a new cannula and using another instrument. No further issue reported. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use as usual. The instrument did not collide with any other instrument or tool during procedure. The surgical port incision was not increased when they removed the instrument with the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. A review of the submitted image was performed by an isi failure analysis engineer. The following additional information was provided: the clevis pin was damaged. The likelihood of a potential fragment is possible.